Event description:
Device malfunction: posterior foot break. Time of device malfunction: unknown symptoms/ae: none. It was reported that a physician attempted arteriotomy closure after an interventional procedure in the right femoral artery. Reportedly, a cuff miss occurred. The device was removed and a second proglide device was used. A cuff miss also occurred. The device was removed and hemostasis was achieved using manual compression. During device evaluation of the first proglide device on 01/14/08, a posterior foot break was found. There were no reported adverse pt effects. No additional info was available.

Manufacturer narrative:
Evaluation summary - evaluation of the returned device found that the reported experience of a cuff miss/suture retrieval problem has been confirmed. A posterior foot break was also noted. No manufacturing issues were detected and a root cause could not be determined based on the investigation findings because the plunger, suture, link, needle, cuffs and a broken piece of the posterior foot were not returned for eval. A review of the device history record for this lot did not produce any findings relevant to this report.